Manufacturer narrative:
Feb. 23, 2016 11:57 am (gmt-5:00) added by (B)(6): a maquet field service technician (fst) visited the hospital and found that screws from both pistons from the height cylinders were broken. As result the upper end stops did not work and the pistons moved out of the cylinders. The manufacturer is awaiting return of device in order to perform further investigations. A follow up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Feb. 23, 2016 11:29 am (gmt-5:00) added by (B)(6): during the transfer of the patient to the operating room, the trolley with the table top on it collapsed after the operator had adjusted the trolley to the maximum height. No injuries reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and found that screws from both pistons from the height cylinders were broken. As result the upper end stops did not work and the pistons moved out of the cylinders. The investigation showed that several components of the hydraulic height adjustment can be damaged or fail completely while cleaning the transporter in a washing machine in the upper most height position. While doing so the heat extension of the hydraulic oil causes big forces and can damage the screws. According to the IFU it is not allowed to clean the transporter in the uppermost position. The user has to lower it three centimeters from the uppermost position before cleaning. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
Manufacturer reference #(B)(4).